Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger faults) was confirmed. Upon investigation the charger/modem was resetting and was unable to charge a battery pack. Upon evaluation, the charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. Additionally, the q1 current-controlling transistor on the bedside pca was shorted. The root cause for the shorted q1 transistor could not be positively identified no adverse event resulted from the defective battery charger/modem. Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was causing charger fault flags. A us distributor returned battery sn (B)(4) and reported that the battery was unable to hold a charge.